Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. After placing an IV indwelling needle in a patient, blood from the tip of the needle flows out of the end of the indwelling needle, causing the needle to be unsealed and potentially posing an infection risk and practice exposure to the nurse! Immediately stop using it, closely monitor the patient's condition with no discomfort or other symptoms, and take occupational protection against hospital-acquired infections.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#0008906 1-the products of this batch were assembled at intima ii auto line 2 in january 2020, and packaged at cfs package line in january 2020. Work order quantity was 136,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The shelf life of the indwelling needle is 3 years. Retained sample analysis is not performed as the shelf life of this batch of products has expired. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the product process, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific site of the leakage of defective sample and the abnormal state there cannot be identified, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.